Manufacturer narrative:
The device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address label, stained serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was got up to 400 mg/dl. The customer reported that the battery compartment had crack. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.